Event description:
(B)(4). It was reported that during a coronary artery stenting treatment a dissection occurred. The target lesion 1 is located in the left anterior descending (lad) artery. The reference vessel diameter was 2.5mm and the lesion length was 14mm. Pre-procedure was 56% stenosis and post-procedure was 3% stenosis. A 2.5x16mm liberte stent was implanted. No information if direct stenting was attempted. Target lesion 2 was located in the lad. The reference vessel diameter was 2.7mm and lesion length was 10mm. Pre-procedure was 75% stenosis and post-procedure was 5% stenosis. A 2.75x12mm liberte stent was implanted. No information if direct stenting was attempted. Target lesion 3 was located in the circumflex (cx) artery. The reference vessel diameter was 2.5mm and the lesion length was 22mm. Pre-procedure was 70% stenosis and post-procedure was 3% stenosis. A 2.5x24mm liberte stent was implanted. No attempt made for direct stenting. Due to a dissection an additional liberte stent was implanted. The procedure was a technical success. The patient was discharged 3 days later without angina complaints or silent ischemia. Medication included asa 100mg/daily and clopidogrel 75mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4): device not returned for analysis.